Event description:
It was reported that a um201 was used during a laparoscopic assisted vaginal hysterectomy. It was reported by the affiliate that the balloon broke in the uterus. A new device was used to complete the case. There was no consequence to the pt.